Event description:
It was reported to philips that host pc failed to boot; cleaned and reset pcbs to restore function on a allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service cleaned and reset the host pc and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).